Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing during non-sustained ventricular tachycardia episodes. In addition, t-wave oversensing (twos) and chronically low r waves were noted. It was further reported that the right atrial (ra) lead was oversensing post a ventricular fibrillation (vf) episode. The leads remain in use. No patient complications have been reported as a result of this event.